Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the hub/connection site of the bd¿ hypodermic needles 18 g x 40 mm/ 1 1/2" box/100. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: actual and photo samples returned for investigation. Returned samples received, and not decontaminated. Returned samples showed reported defect. Photo sample reported defect. DHR review: packaging batch (7016409) and assembly batch (6361359) no similar defects found during qa outgoing inspection. Review of machine history tracking and in-process inspection showed no similar issues. Conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Was the product within specifications? No. Root cause: not able to determine cause. CAPA: n/a.